Event description:
The account alleged the side rail composer switch has exposed bare metal wires. No pt impact.

Manufacturer narrative:
The account stated they will repair the switch and no follow up is needed. No further info is available on the repair of the bed at this time.